Manufacturer narrative:
Additional information provided in b.5. And b.6. Correction information provided in h.6. (Eval method codes should have been b14 and b17 instead of b21, eval conclusion codes should have been d15 instead of d16, eval result codes should have been c20 instead of c21). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating biometry was repeated prior to the iol exchange surgery. Original surgery was performed 16 years earlier, due to that stability of corneal anatomy could not be assumed. Based on the biometry findings, a toric iol was selected. Both the patient and the surgeon were satisfied with the outcome.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced deteriorating vision and was found to have severe glistening on the iol (intraocular lens). Lens was explanted in a secondary procedure. The surgery was completed without complications. Additional information has been requested but is not available at the time of this report.